Event description:
It was reported to philips that there was no power to the bedside controls and the control panel. Restart didn't resolve the issue. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the fuse was blown in the m cabinet. The fse replaced the fuse which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed that there was no power to the bedside controls and the control panel. Upon troubleshooting, fse identified that the fuse for cameleon power supply had blown due to insecure interface connection at patient table. The fse replaced the cameleon power supply in the m-cabinet to resolve the issue. On further investigation, the fse identified that the touchscreen module (tsm) was not booting up. This issue was caused due to the initial failure of the power supply. To address this issue, fse replaced the tsm and ethernet switch. Following these replacements, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.